Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic stated that insulin pump had a pump error alarm. Customer stated that the insulin pump was exposed to high magnetic field. Customer reported they were able to clear the alarm but were unable to rewind the insulin pump. No harm was required during medical intervention. The insulin pump will not be returned for analysis.